Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product wasn't received so no visual and functional examination can be performed. A review of the traceability and the device "hsitory" records aren't possible because reference and lot# of implant wasn't available. From lonely information provided, based on the reporter's information, the review of the case with the project manager and the recurrence of this type of event for this implant, the investigation found that this issue is unknown. With the lack of information provided no hypothesis can be provided. The root cause is unknown.

Event description:
Mobi-c p&f us : revision for unknown reason. From information provided by the reporter via information collected from the annual mobi-c enhanced surveillance survey, the surgeon reported an event of device removal on a patient that was implanted with mobi-c in the past year. Surgeon chooses not to provide any further details. No other information provided. "Attemps" have been made to obtain more information about this case but the reporter indicates that he doesn't have further information and the surgeon "mentionned" that he chooses not to provide any further details so he did not want to be contacted to provide some other information. So no other information can be collected.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device. No further information was provided.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.